Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. A remote interrogation was performed that showed no correlating episodes. The patient was referred to his physician. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.